Event description:
It was reported that during un-packaging of the 2.75 x 38 mm xience prime stent delivery system, the shaft was found separated at the hub. There were no issues noted during removal from the packaging. A new xience v sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.